Event description:
It was reported that, one day after a tka had been performed on (B)(6) 2021, it was noticed that the patient received the wrong insert. A revision surgery was performed on (B)(6) 2021 to place the correct insert. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the implantation of the wrong poly was due to a human error. It is the staff and surgeon¿s responsibility to ensure the correct and/or compatible implants are available prior to the start of the surgical procedure. The impact to the patient was the revision. Since it was reported the patient has no issues and is doing fine, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural variance or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3.